Event description:
It was reported that the patient experienced hyperglycemia with a blood glucose of 212 mg/dl shortly after starting a usual breakfast while on the third day of ilet pump use, with no pump leaks, kinks, or alerts observed and no symptoms reported. Troubleshooting and education were completed with guidance to monitor glucose and to change infusion components on a safety schedule. Outcomes included no reported clinical effects and no need for medical intervention or hospitalization. Investigation included customer counseling and device use review. Investigation of this case revealed no device malfunction or component issue based on the absence of alarms and normal infusion set appearance, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.